Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sport. Guide catheter: 6 french al-1. Other electrical: intra-aortic balloon pump. Other: heparin. The rx promus 2.75 x 28 mm is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported occlusion is a known adverse event listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after deployment of the 4.0 x 28 vision stent in the proximal saphenous vein graft (svg) to the left anterior descending artery (lad), there was no flow seen distally. Intracoronary nitroglycerin, adenosine, and nitroprusside were administered in the vessel. A 2.5 x 15 balloon, which had been resting in the distal lad was moved throughout the length of the artery without inflation which was successful in maintaining coronary blood flow. Next, the mid lad was pre-dilated and the 2.75 x 28 promus was deployed with good result. After deployment of the 2.75 x 28 rx promus, it was noted that the diagonal side branch of the lad had significant narrowing at its origin. The physician planned to balloon through a stent strut to open up the diagonal. A non-abbott guide wire was inserted through the promus stent strut, and was positioned in the distal diagonal. A 1.5 x 15 non-abbott balloon was advanced over the wire, but resistance was met and the balloon was unable to be advanced. The balloon was removed and was re-inserted to provide extra support to the guide wire when attempting to remove the wire; however, the wire recoiled which caused the promus to bend into a v shape at its mid-portion and withdraw into the origin of the svg where the stent dislodged. Angiogram confirmed distal coronary blood flow and the patient was not in clinical duress. There were no adverse patient effects reported. There was no additional information provided.